Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that during infusion of fluoruracil a smiths medical cadd ambulatory infusion pump alarmed indicating that the cassette reservoir was empty; however, there was medication remaining. No adverse patient effects were reported.